Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: 37 samples were received for evaluation; one without packaging and 36 in a sealed blister pack. All returned syringes were examined and the sample in the open blister pack exhibited material in between the ribs of the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polypropylene and silicone. Due to the low severity and occurrence level of the customer's reported defect, further investigation was not performed. Complaints received for this device and reported condition will continue to be tracked and trended. Conclusion: an absolute root cause for this incident was not determined. The foreign matter was confirmed to be polypropylene and silicone through ftir spectral analysis. UDI #: (B)(4).

Event description:
It was reported that foreign matter that appeared to be mold was observed in several 20 ml bd¿ syringes with bd luer-lok¿ tips prior to patient use. There was no report of injury or medical intervention.